Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported being hospitalized for 9 days (dates not provided) due to peritonitis (specifics not provided). Follow-up information provided by the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized on 22/feb/2019 through 26/mar/2019 due to abdominal pain and cloudy effluent (specifics not provided). The patient was subsequently diagnosed with gram-negative bacterial peritonitis (genus and species not provided). Pd effluent fluid counts revealed an elevated white blood cell (wbc) count of > 250 cells/ul while hospitalized (date not provided) and 12 mg/dl in the outpatient dialysis clinic (dates not provided). The patient was successfully treated with antibiotics; however, the drug, route, dose, frequency and duration were not provided. The cause of the peritonitis was reported as a breach in aseptic technique due to touch contamination (specifics not provided). The patient has recovered from the event(s) and continues to perform ccpd therapy without issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review; a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis. The pdrn stated the peritonitis was caused by a breach of aseptic technique due to touch contamination. There remains no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no objective evidence or allegation the liberty select cycler or liberty cycler set caused or contributed to the event experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization. The etiology of peritonitis is unknown; therefore, causality cannot be definitively established. However, there is no allegation or objective evidence indicating a liberty select cycler or liberty cycler set product deficiency or malfunction was associated with the event. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no objective evidence or allegation the liberty select cycler or liberty cycler set caused or contributed to the event experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Additionally, peritonitis is a well-known complication and/or risk of undergoing pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported being hospitalized for 9 days (dates not provided) due to peritonitis (specifics not provided). Subsequent attempts to obtain additional information has thus far proven unsuccessful. The patient continues to perform ccpd therapy.